Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri-45, (B)(6) 2013. (B)(4).

Event description:
The patient called and reported that they are experiencing pain in the upper chest just to the right of the sternum. The patient also reported that they suspect the leads are defective. Follow-up was attempted however, no additional information was received. The leads remain in use. No patient complications have been reported as a result of this event.